Event description:
The complaint is reported as: the oxygen tubing is "popping off" the oxygen source and nebulizer cups during use on the pt. No report of pt injury or harm.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number is unk. The device was not available for eval; therefore, the complaint could not be confirmed. Although there is no inventory of the involved product code 1734 available at the mgf facility at this time, current production of catalog number 1706 (up-draft ii opti-neb nebulizer w/adult) that uses the same nebulizer components were tested and no issues were found that could lead to the condition reported by the customer. If the sample becomes available, a f/u report will be submitted with investigation results.